Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery charger/modem was unable to charge his patient battery packs. The patient received a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon evaluation the battery charger/modem was resetting. The cause for the failure was isolated to a shorted u13 cmos microcontroller on the bedside board. The root cause for the shorted u13 component could not be positively identified. No adverse event resulted from the shorted u13 component. The patient received a replacement battery charger/modem.